Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an intubated, ventilated ICU patient's hydromorphone 10 mg/100 ml (conc: 0.1 mg/ml) bag was changed at approximately 11:30 am and found empty earlier than expected at 13:30. The bag was expected to last 5 hours until 17:30 pm. The rate was 2 mg/hr (20 ml/hr) as a continuous infusion. The IV tubing was last changed on (B)(6), and the current tubing was in use 2 days at the time of the event. No patient harm was reported.

Manufacturer narrative:
The customer¿s experience of an overinfusion of hydromorphone was not confirmed. Physical inspection showed no anomalies. The pcu event log shows pump module s/n (B)(4) was in use and infusing an unidentified medication (programming was performed prior to the start of the pcu event log) believed to be hydromorphone 10 mg/100 ml at a rate of 20ml/hr. Between 11:03 am and 2:42 pm on (B)(6) 2019, the device recorded 70.133ml as being delivered.the pcu event log contained no obvious programming errors that would result in the reported event. Functional testing found the pump module to be delivering fluid within specification. The associated disposable set (model 2420-0007) was also received and evaluated and was found to be within specification. No anomalies and no leaks were observed with the set. The root cause of the customer¿s report of an overinfusion of hydromorphone was not identified.

Event description:
It was reported that an intubated, ventilated ICU patient's hydromorphone 10 mg/100 ml (conc: 0.1 mg/ml) bag was changed at approximately 11:30 am and found empty earlier than expected at 13:30. The bag was expected to last 5 hours until 17:30 pm. The rate was 2 mg/hr (20 ml/hr) as a continuous infusion. The IV tubing was last changed on june 6th, and the current tubing was in use 2 days at the time of the event. No patient harm was reported.